Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked during use. The home patient (hp) was connected. The caregiver (cg) stated that the patient line disconnected from the transfer set and the solution leaked onto the floor. The technical service representative assisted the cg in ending therapy and advised the patient to restart therapy with new supplies or use manual supplies to complete therapy. There was patient involvement; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.